Manufacturer narrative:
As reported, the patient developed hernia recurrence approximately 1 year post-implant and no intervention was noted to be required at this time. As reported, the fascia at the defect was not entirely closed during the implant procedure. The reported condition was clinically assessed to be definitely related to the study device, however, based on the information provided, we are unable to determine to what extent, if any, the ventralex st mesh may have caused or contributed to the patient's postoperative hernia recurrence. To date, this is the only reported complaint for this manufacturing lot. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the instructions-for-use (IFU) supplied the device as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study presented with recurrent hernia: on (B)(6) 2016: subject patient underwent open surgery for the repair of a midline umbilical hernia measuring 1.5cm x 2cm. Subject patient was implanted with a small ventralex st hernia patch. The mesh was placed as an underlay and intra-peritoneally. The mesh was sutured in place using non-bard/davol sutures at 4 fixation points. The fascia was not completely closed due to small defect. Skin was completely closed using sutures and adhesive skin closure. The subject patient was administered prophylactic antibiotics. Subject patient discharged from hospital. On (B)(6) 2017: subject patient was diagnosed with a small 3mm defect with no incarceration on exam. Due to the size and that there was no incarceration of the defect, no additional surgical intervention was indicated at this time. The adverse event has been assessed per the clinician as mild in severity, not a serious ae, definitely related to the study device and not related to the index procedure.